Manufacturer narrative:
H2) system model number updated e) facility updated continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was a 3mm alleged inaccuracy on the system. The site reported this occurred immediately prior to navigation using instruments: midas, pointer, lumbar probe when the inaccuracy was detected. The site reported that the spinous process clamp was being used and location of reference frame relative to patient was equidistant. The site reported once inaccuracy was discovered, case proceeded re-spinning 3 times. The site reported "consistent inaccuracy when using navigation and auto reg with imaging system. Inaccuracy was beyond tolerable limits." Additional information was received that this was a reoccurring complaint that the health care professional has. They will spin and verify the instruments in the reference frame screw. Some instruments will be perfectly in the middle, while others will deviate 1-2mm from the center. The site knows that it is recommended that they verify on known anatomical landmarks, but they prefer the screw.

Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a consistent inaccuracy between the navigation system and the imaging system. It was about 3 millimeters between the auto registration and with the imaging system. Inaccuracy was beyond tolerable limits. There was one hour or longer delay in the case. No reported impact to the patient.

Manufacturer narrative:
D9, h3: logs were received and software analysis was completed. The logs provided captured a single session on the date the issue was reported, identifying the procedure type as tumorresectionoptical. However, there was no evidence of imaging system usage in the logs. Archives were unavailable for further analysis. Software logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues, but cannot be detected in logfiles or archives. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Previously reported codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The issue was unable to be replicated. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.